Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: gel bleed. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old american indian female who underwent a breast augmentation primary with unknown mentor silicone breast implant experienced left-sided gel bleed post procedure. The report indicated that the patient went in for an exchange and the doctor noted a gel bleed during the surgery. The patient underwent bilateral replacements as follow: left replaced with cat#: 3543501, sn#: (B)(4) , and right replaced with cat#: 3543501, sn#: (B)(4) on (B)(6) 2021.

Manufacturer narrative:
On june 11, 2021 the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Upon receive of the device the device identity became revealed as cat#: 3543501, sn#:(B)(6) . A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on june 23, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel 300 cc breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noted within the siltex cracking, measuring approximately 0.3 cm. The event described could not be confirmed as the breast implant was returned ruptured. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).